Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is seeing halos around lights and has difficulty driving at night or early morning. She also reported that after the event, she started on medications [medications for dry eyes and for pain/swelling]. In a follow-up, the consumer reported the halos started within a week since the implant surgeries. She also reported experiencing glare and wears tinted glasses to reduce the glare. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).